Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study(wce-1713: zenith alpha thoracic post market retrospective study): patent thoracic and abdominal false lumen, with source of flow as primary tear, type ia entry flow type, reported on procedure imaging. Pre-procedure imaging revealed the proximal neck had a parallel shape with partial thrombus, no tortuosity, no occlusive disease, and mild calcification. The distal neck had a parallel shape with partial thrombus, mild tortuosity, no occlusive disease and mild calcification. The bilateral iliacs had no tortuosity, no occlusive disease, and mild calcification. The primary tear was in zone 3, first 2 cm distal to left subclavian. The most proximal location of the dissection was also in zone 3. The most distal location of dissection was in zone 10, common iliac arteries. There was an unknown location of a secondary/re-entry tear. The intended proximal seal zone was zone 3 and intended distal seal zone was zone 5. There were no procedures prior to the study procedure. On (B)(6) 2020, this 69-year-old male patient was emergently treated for a hyperacute thoracic aortic dissection type b with placement of the above zta device. There was successful access of the target lesion and deployment of the zta graft in the intended location. There were no additional grafts or stents implanted and no additional procedures were performed during the study procedure. The procedure angiography revealed the study devices were patent, the proximal location of dissection was zone 3 and distal location of dissection was the bilateral common iliac arteries. The thoracic false lumen and abdominal false lumen were patent. The source of the false lumen flow was the primary tear with flow type as type ia. The location of the graft material of proximal edge of most proximal component was zone 3. The location of graft material of distal edge of the most distal component was above the celiac. There was no evidence of device issue at the completion of the procedure. There was no other imaging entered prior to the patient¿s death 12 days post-procedure. Additional information: there was angiographic evidence of a branch vessel obstruction on the procedure angiography noted as the sma. On (B)(6) 2020 (one day post-procedure), the patient was diagnosed with bowel ischemia ae#1. The patient underwent endovascular treatment with an sma stent. This event was considered not related to the study device, not related to the study procedure, and related to the treated aortic disease. The event was unresolved at the time of patient death and led to death. The site noted, ¿(B)(6) 2020 tevar for type b dissection, (B)(6) 2020 laparotomy which showed bowel ischemia due to sma occlusion, (B)(6) 2020 stenting of sma which was complicated by a puncture of the splenic artery, causing hypovolemic shock, kidney insufficiency and death.¿ hemorrhage of the splenic artery on (B)(6) 2020 (7 days post-procedure), which was treated with a stent and considered unresolved at the time of patient death. This event was considered not related to the study device, not related to the treated aortic disease, and not related to the study procedure. Renal insufficiency/renal failure on (B)(6) 2020 (7 days post-procedure), which had no treatment and was considered unresolved at the time of patient death. This event was considered not related to the study device, not related to the treated aortic disease, and not related to the study procedure. The patient died (B)(6) 2020, 12 days post-procedure, with the cause of death as bowel ischemia as determined by the attending physician¿s report. The death was related to the treated aortic disease and a pre-existing condition prior to the procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: this complaint is opened to address type 1a endoleak in a zta stent graft, in a patient enrolled in a zenith alpha thoracic post market retrospective study (17-13). On (B)(6) 2020, this 69-year-old male patient was emergently treated for a hyperacute thoracic aortic dissection type b with placement of a zta-p-40-217 device, the dissection was not complicated by malperfusion. Pre-procedure imaging revealed the proximal neck had a parallel shape with partial thrombus, no tortuosity, no occlusive disease, and mild calcification. There was successful access of the target lesion and deployment of the zta graft in the intended location. There were no additional grafts or stents implanted, and no additional procedures were performed during the study procedure. The procedure angiography revealed the study devices were patent, the proximal location of dissection was zone 3 and distal location of dissection was the bilateral common iliac arteries. The thoracic false lumen and abdominal false lumen were patent. The source of the false lumen flow was the primary tear with flow type as type ia. The location of the graft material of proximal edge of most proximal component was zone 3. The location of graft material of distal edge of the most distal component was above the celiac. There was no evidence of device issue at the completion of the procedure. There was angiographic evidence of a branch vessel obstruction on the procedure angiography noted as the sma. On (B)(6) 2020 (one day post-procedure), the patient was diagnosed with bowel ischemia the patient underwent endovascular treatment with an sma stent. This event was considered not related to the study device, not related to the study procedure, and related to the treated aortic disease. The event was unresolved at the time of patient death and led to death. (B)(6) 2020 stenting of sma which was complicated by a puncture of the splenic artery, causing hypovolemic shock, kidney insufficiency and death.¿ the patient died (B)(6) 2020, 12 days post-procedure, with the cause of death as bowel ischemia as determined by the attending physician¿s report. The death was related to the treated aortic disease and a pre-existing condition prior to the procedure. Pre-existing condition includes, cholecystectomy, anca vasculitis, stroke, and current (within the last year) smoking. Nothing indicates that the bowel ischemia and the patient death was related to the implantation of the zta device, why this complaint only cover the type 1a endoleak. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Complaint event is related to the implanted stent graft. This complaint originates from a retrospective post market study where images are not collected. Manufacturing records review could not be completed as the lot number is unknown. There is evidence to suggest that user did not follow the instructions for use and/or label. It is reported that the patient was treated for dissection and in addition had vasculitis. According to the instructions for use ¿the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the following patient populations - aortitis or dissections¿ the device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. It is reported that the patient had vasculitis and dissection which is outside intended use for zta, it is unknown whether this contributed to the event. In addition, no information about proximal seal zone length is provided, and it is therefore, unknown if adequate proximal seal of the devices was archived. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.